Event description:
Clinical study - same case as 6000093-2005-01176. It was reported that 126 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 75% stenosed portion of the mid right coronary artery (mid rca). The phyisician treated the lesion with predilatation and successfully placing two taxus express2 8.8%. A 3.00x24mm and a 3.00x16mm with a 4mm overlap, drug eluting stents in the target lesion. A medtronic bare metal stent was also placed in the same lesion. There were no complications. The patient was discharged 4 days later on plavix and arpirin. 126 days after the index procedure, the patient required a tvr to the mid rca. The physician performed brachytherapy and placed a taxus express2 stent of unknown size in the mid rca. In the opinion of the physician the relationship of the reintervention to the taxus stent is unknown, and there was no restenosis. The patient was discharged the next day.

Event description:
It was further reported that target lesion 1 was 40mm long. Of note, the taxus stent was unable to be advanced to the more distal section of the vessel. Subsequently, a 3.0 x 16mm taxus stent was deployed in the mid rca just distal to the first stent. There still appeared to be significant stenosis and a possible dissection just distal to the second taxus stent, therefore, a 3.0 x 9mm driver stent was deployed. While in the holding room post-procedure, the pt had an episode of ventricular tachycardia/fibrillation requring cardioversion. Also, the pt subsequently ruled in for a non-q-wave myocardial infarction (mi). The pt was initially treated with cordarone and ep consultation recommended continuation of medical management. The pt presented 130 days post procedure with recurrent shortness of breath and angina. Cardiac catheterization at that time, revealed lmca no significant stenosis, lad widely patent stent, lcx mild 50% mid stenosis; 50-60% distal stenosis at the bifurcation of the two posterolateral branches, rca widely patent stent in the proximal portion, 80% mid stenosis just prior to the end of the previously placed stent, 70-80% distal stenosis just prior to the bifurcation of the rpl branch. A cutting balloon was unable to advance through the previously placed stent in the rca and was therefore inflated just proximal to the stent. Poba was then performed to the distal rca. A 3.5 x 12mm taxus stent was attempted to the placed in the distal rca but was unable to advance through the previous stent. Therefore, the stent was deployed in the proximal portion of the rca overlapping the previous stent (mid rca). Cutting balloon angioplasty was then performed to the distal portion of this stent. Bachytherapy treatment was also performed which covered the entire distal porton of the mid rca stent.